Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the one-year follow up, a thrombus was noted on the face of the device via transesophageal echocardiography (tee) imaging. The patient was placed on oral anticoagulants and a follow-up tee will be performed in three months. No additional information is known at this time.